Manufacturer narrative:
Insulin pump alarmed a64 during self test. Problem isolated to radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, a21 error test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarm occurred 2 times. The customer¿s blood glucose value was 256 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.